Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection of the photograph showed cut in the tubing. The reported condition was verified. The cause of the condition was determined to be the variations during packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was cut, resulting in leakage. The issue was described as a set of IV tubing with a "huge chunk missing." The condition was discovered in the preoperative department. There was no patient involvement. No additional information is available.